Event description:
The customer reported that while the panorama central station was in use monitoring pts along with ambulatory telepacks, the central station went to a blue screen. A company service representative talked them through rebooting the system over the phone, and monitoring was restored. No pt injury was reported.

Manufacturer narrative:
The system error logs were returned to the factory for analysis. The logs suggested that the blue screen was caused by a hard drive failure. The company service representative returned to the facility and replaced the hard drives. The system was tested to factory specifications. It functioned normally and was returned to use.